Event description:
Info received indicates the head end caster would continue to swivel when in brake mode.

Manufacturer narrative:
The technician found the casters were broken at the head end of the bed. He replaced the head end casters to repair the bed.